Event description:
Tech alleged that the bed had no trendelenburg function. No pt impact.

Manufacturer narrative:
The tech found the toggle switch for the trendelenburg is faulty. The tech replaced the power control panel to resolve the issue.